Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024i, it was reported that patient faced an event of infusion set fell off during use. The event occurred within few hours of insertion. Patient's blood glucose levels were reported high. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.